Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was issue with reservoir and it was breaking the o rings out of the reservoir and the insulin pump was getting insulin flow blocked alarm. The customer¿s blood glucose level was 173 mg/dl. The insulin pump will not be returned for analysis.